Event description:
Pt's infusion set tubing becoming disconnected from the luer lock. Caller indicated that pt's blood glucose was elevated (559 mg/dl). Caller indicated that she changed the infusion set and administered a number of boluses to reduce the pt's blood glucose. Caller did not indicated that pt received medical attention to address this issue.